Event description:
It was reported that, while implanting the anchor the pa was tapping the handle with a mallet and the anchor broke. The piece that broke off was retrieved and a new anchor was put in.

Manufacturer narrative:
Additional information will be provided once investigation is completed.